Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a emergency room staffer that the customer received emergency medical assistance due to blood glucose issues on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as dizziness. The caller did not state whether the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not available at the time of the call. The customer could not be found in the medtronic database and the caller was advised to call back with the insulin pump serial number. The insulin pump will not be returned for analysis.